Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. The fcr reported that this device displayed a bd alert following a magnet application for a non-device related surgical procedure (laparoscopic cholecystectomy) on (B)(6) 2018. Stored data from the device was reviewed by in-house engineering. The in-house engineer verified that the bd error was due to the magnet application on (B)(6) 2018. There was nearly one hour of magnet application time. The bd error occurred on (B)(6) 2018. Since the bd error was declared, the battery measurements show recovery and the most recent charge time measurement on (B)(6) 2018 was 1350 volts at 8 seconds which is normal. The device appears to be recovering after the magnet use. The technical service's consultant notified the fcr that the bd error appeared to be due to magnet application during surgery. The battery is recovering and the alert message can be cleared. Boston scientific received information that a field clinical specialist contacted boston scientific's technical services in (B)(6) 2018. The field clinical specialist reported a red screen on the programmer when the device was interrogated. The patient had a stent placed approximately three weeks ago and a prior gall bladder surgery. The technical service¿s consultant informed the field clinical specialist that a bd error had been detected on (B)(6) 2018 and was dismissed in latitude by the clinic. In-house engineering was consulted who confirmed that there had been significant magnet activity on (B)(6) 2018. It was concluded that this was an unintended bd error and the device battery has since recovered since the magnet application. The field clinical specialist was contacted and was informed that the error was falsely triggered. The available evidence suggests that the device remains in-service.

Manufacturer narrative:
---

Event description:
---